Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
The device was inspected on-site by distributor field-service engineer, and it was identified that the turbine module was the cause of the reported issue. It was therefore replaced. After replacement, the device was cleared for clinical use. The turbine module generates compressed air and delivers it to the inspiratory gas. The turbine module also includes motor control, whose main purpose is to control and supervise the turbine function. Analysis of the provided device log snippet confirms the reported issue with the failed blower inlet test, particularly that the pressure transducer offset is not within accepted limits and that the inlet resistance is too high in the turbine module. The blower inlet test is one of the subtest of the internal test sequence during the pre-use check. The reported failure occurred during the pre-use check, which is performed after turning on the ventilator and always before connecting the ventilator to a patient. This failure occurs if the inlet resistance or the pressure sensor values offset is out of range. Failures of the blower inlet test will also indicate if the air inlet filter, that is mounted on the turbine module, is occluded or clogged and also detect if the air inlet filter is missing during pre-use check. In conclusion, the defective turbine module was not returned for further investigation. However, analysis of the provided information confirms the reported issue, and the cause of the claimed issue in this customer product complaint can be traced to be related to a malfunctioning turbine module.

Manufacturer narrative:
The defective turbine module was returned for further investigation. The turbine module was placed into a reference ventilator for simulated use testing. During this testing, the device started to generate a technical error code referring to a turbine module failure during ventilation and it failed the internal test and the internal leakage test during the pre-use check. The serial number of the turbine module was checked to confirm its manufacturing date, which is related to a previous investigation. The cause of the reported turbine issue has been determined. Further investigation performed by our contract manufacturer concluded that the cause was related to a faulty gluing procedure. This failure mode was traced back to turbine motors produced during mid-2020. The high production rate due to the increased demand for ventilators for covid-19 treatment led to coils being assembled quickly. The coil segments outer diameter relaxes over time after forming, but coils used during the summer of 2020 were assembled within a few days after production, allowing little time for relaxation. This resulted in a larger gap when mounted together and a lower adhesion force. Consequently, slight back-and-forth movements of the coil segment during use caused broken windings. The production process of the turbine has been revised to ensure this issue does not recur. The improved turbine has been implemented in the production line of new servo-air devices and as spare parts. The turbine involved in this complaint was manufactured before the improved turbine was implemented. In conclusion, the device failed to meet its specifications. Further assessment of the defective turbine module reproduced the reported issue, revealing that the most probable cause of the failure is broken windings in the turbine module.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator failed blower inlet test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).